Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient stated they received a shock from the implantable cardioverter-defibrillator. Upon interrogation, no therapies were noted; a patient notifier alert triggered for possible high voltage circuit damage was observed. The leads and high voltage impedance was checked, 3 capacitor maintenance tests were completed, all results were within normal range, the device was functioning normally. The alert was cleared successfully, and the notifier was turned back on. The patient was in stable condition.